Event description:
It was reported the patient is experiencing ineffective therapy. Surgical intervention was undertaken on (B)(6) 2024 wherein the lead was repositioned. Effective therapy was established.

Manufacturer narrative:
Date of event is estimated. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined.